Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device displayed a "bridge test failed" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was not returned to zoll medical corporation for evaluation. However, visual data of the customer's report was provided by the customer. The report was observed during review of the visual data. This claim will be reopened for further investigation once this unit is received at zoll. Analysis of reports of this type has not identified an increase in trend.